Manufacturer narrative:
.

Event description:
It was reported that the patient suffered asystole. The physician reported that the patient was diagnosed with takotsubo syndrome which caused the patient to suffer asystole in early may. The relationship of the asystole and vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.